Manufacturer narrative:
Two open lenses were received in a lens case for lot number j0020cm. The parameters of the two open lenses were measured and a visual inspection was performed. The two open lenses met company standards for sphere power, base curve, center thickness, and diameter. A visual inspection revealed both lenses had a surface mark. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product requested, not received.

Event description:
On (B)(6) 2021 a patient (pt) in (B)(6) reported eye irritation (unknown eye) while wearing the acuvue® oasys with transitions¿ brand contact lenses (cls). On (B)(6) 2021 the pt reported treating for an injury the lens gave the pt last weekend and requested a return call on (B)(6) 2021. On (B)(6) 2021 the pt provided a prescription (no date noted) for vigamox 1 drop every 5 minutes, then 1 drop every 5 minutes for 15 minutes, then 1 drop every hour for 3 days, then 1 drop every 3 hours for 3 days, then finally 1 drop every 6 hours for 3 days; hyabak 1 drop every hour; regencel ointment apply to affected eye nightly for 7 days; pt to suspend cls wear for 15 days; cleanse cl case weekly (boil), change cleaning solution, do not use old eye drops; wait 10 minutes between eye drops; wash hands prior to instilling eye drops; not needed to wake up during the night for the eye drops. Pt provided the purchase receipt of the medication dated (B)(6) 2021. Pt also provided the photograph of a red eye. On (B)(6) 2021 the pt reported a feeling of sand in the os on (B)(6) 2021. The suspect cls was removed, ¿cleaned¿ and reinserted in the os with symptoms persisting. The pt continued wearing the suspect cls for 12 hours that day. The pt didn¿t notice anything unusual with the os suspect cls. On (B)(6) 2021 the pt had difficulty opening the os due to photophobia and pain. The pt went to an emergency room and was prescribed the medications previously noted for the os only. The pt is currently using vigamox 1 drop every hour as prescribed. The pt advised the eye care provider (ecp) stated it was not an ulcer, it was a ¿cut on the eye.¿ the os is currently red and the vision is blurry. The pt reported daily cls wear with a 45-60 day replacement schedule and uses renu and ultrasept to clean the cls. On (B)(6) 2021 the pts treating ecp reported the diagnosis code is s05.0, injury of conjunctiva and corneal abrasion without foreign body. The ecp advised the medication was prescribed ¿more aggressively due to the pt¿s history of corneal ulcer¿. The ecp recommended the pt to be trial fit with a cls that is best for the pt. The os event of injury of conjunctiva and corneal abrasion provided by the treating ecp was determined not to be a serious reportable medical event at that time. On (B)(6) 2021 the pt provided the ecp prescription dated (B)(6) 2021 for flutinol 1 drop os every 8 hours for 10 days, vigamox os bid and hyabak (optive) every 3 hours. The pt had a consult with a cornea specialist on (B)(6) 2021 and eye drop use was extended for 10 days, with an additional eye drop. ¿the lesion is actually a hernia and has not yet fully healed¿. The pt has a fu visit on (B)(6) 2021. On (B)(6) 2021 a representative of the corneal specialist advised the pt had a visit on (B)(6) 2021 and a return visit scheduled for (B)(6) 2021. No additional information was provided. On (B)(6) 2021 the pt reported a diagnosis of os corneal ulcer, not yet healed. The pt is to continue same treatment prescribed with no cls wear for 30 days. The pt reported the os is better, still slow in focusing, with blurry vision. The medical report was requested. The event was determined as a serious medical event at this time with the additional medical information provided. On (B)(6) 2021 the cornea specialist reported during the exam a healing os corneal ulcer was noted. The os corneal ulcer was temporal, next to the pupil at 3 o¿clock. The specialist assumes the corneal ulcer was possibly infectious due to the treatment provided by the initial treating ecp, but unable to confirm. The specialist advised the os corneal ulcer was not infectious at the time of the visit. The pt has not returned for fu visit since (B)(6) 2021. On (B)(6) 2021 the pt reported after the consultation appointment, keratoplasty, pachymetry, specular microscopy and retinal mapping testing were scheduled for (B)(6) 2021. On (B)(6) 2021 the pt was released to return to soft cls, not oasys transitions cls on (B)(6) 2021. The pt was advised by the ecp that the os is 80-90% healed. The pt is only using hyabak lubricating drops. The (B)(6) 2021 exam showed the os is healing and the os refraction remains the same. The pt was requested to return in 1 month for an additional refraction. On (B)(6) 2021 the pt provided an ecp note dated (B)(6) 2021. The pt presented for visual acuity exam with 20/20 vision os with correction, normal fundoscopy and iop at 12 mmhg. Normal exam. The pt is able to wear soft cls. The pt also provided an ecp prescription for eyeglasses, dated (B)(6) 2021. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot j0020cm was produced under normal conditions. The suspect os contact lens was requested for return for evaluation, but it has not yet been received. If any further relevant information is received, a supplemental report will be filed.